Event description:
The user received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample when compared to other e module analyzers. The initial results from e module serial number (B)(4) were a tsh of 0.011 uiu/ml and an ft4 of 0.298 ng/dl. When the sample was tested on e module serial number (B)(4), the tsh result was 0.012 uiu/ml and the ft4 result was 0.275 ng/dl. These results were reported outside the laboratory. The physician called the laboratory on (B)(6) 2010 and questioned the low tsh and ft4 results reported for this patient. The original sample tube was pulled and an aliquot from this sample was tested yielding a tsh result of 2.74 uiu/ml and ft4 result of 1.36 ng/dl. Information was not provided to determine which analyzer generated the repeat results. No adverse events have been alleged regarding this event. The reagent lot number for free t4 was 15767701 and the reagent lot number for tsh was 15697801. The user declined a field service dispatch as it had been almost 4 weeks since this event occurred on (B)(6) 2010.

Manufacturer narrative:
A specific root cause was not identified. An issue with the instrument could be excluded as a possible reason for the false low tsh and ft4 results because the repeated results were measured from the same aliquot on the same day but on another module. Based on information provided, the samples at the site are handled manually. The customer pours the parent tube off into labeled aliquot tubes manually. Therefore a human error in the process of dispensation was most likely the reason for the false low results. No adverse events were reported.